Manufacturer narrative:
Investigation: ((B)(6 )brazil) reported a burning smell coming from the filmarray torch system base over a period of several days. The images provided by the customer show that the power cord appears to have burned/melted at the point of contact with the filmarray torch system base. The customer reported that there was no impact on users or patients. Biofire is currently investigating this event. The full investigation and associated conclusions will be provided in the final report.

Event description:
Summary: ((B)(6) brazil) reported a burning smell coming from the filmarray torch system base over a period of several days. The images provided by the customer show that the power cord appears to have burned/melted at the point of contact with the filmarray torch system base. The customer reported that there was no impact on users or patients. Biofire is currently investigating this event. The full investigation and associated conclusions will be provided in the final report.

Manufacturer narrative:
Investigation: the customer reported a burning smell coming from the filmarray torch system base over a period of several days. The images provided by the customer show that the power cord appears to have burned/melted at the point of contact with the filmarray torch system base and one of the pins had come loose. The customer reported that there was no impact on users or patients. The filmarray torch system base had one filmarray torch module ((B)(6)) attached and was connected to a ups, with no other equipment sharing the connection. The field application specialist (fas) confirmed that the filmarray torch module ((B)(6)) was functioning normally. A work order (wo) was issued for filmarray torch system base ((B)(6)). However, the fas reported that due to the local bureaucracy in brazil, shipment of the filmarray torch system base could not proceed at this time, rendering the wo unnecessary for now. The investigation will be closed temporarily and reopened once filmarray torch system base becomes available for shipment back for service. The impacted filmarray torch system base was replaced, while the filmarray torch module ((B)(6)) remained at the customer site as no issues were found. Conclusion: due to the limited information currently available, a root cause could not be established. The photographs provided by the customer indicate that an instrument malfunction has occurred, as evidenced by the damage to the power cable. While this visual documentation supports the conclusion of a hardware failure, a definitive root cause could not be assigned at this stage due to limited available data. The investigation will be reopened upon receipt of filmarray torch system base ((B)(6)) for service. A comprehensive evaluation will then be conducted to determine the root cause of the instrument malfunction.

Event description:
Summary: (B)(6), (brazil) reported a burning smell coming from the filmarray torch system base over a period of several days. The images provided by the customer show that the power cord appears to have burned/melted at the point of contact with the filmarray torch system base. The customer reported that there was no impact on users or patients. Due to the limited information currently available, a root cause could not be established.